Manufacturer narrative:
Event date - the event occurred on unspecified date(s) between september and october 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice cassettes had patient line leakage. This was observed during end of prime. It was further reported that no damage or kinked lines were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.